Event description:
Complainant alleged that while attempting to treat a patient, the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction similar reports were submitted on medwatch reports 1220908-2012-03379 and 1220908-2012-03479.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.